Event description:
Communication from patient who reported that she was doing her infusion yesterday and pump stopped. The part pushes syringe plunger to infuse med is jammed and does not move. Patient was able to finish infusion by manual push. Serial number and maintenance due date are unknown as not reported. No adverse events reported. Patient did not miss dose. No additional information available. Pump is available for return upon patient return. Indications: selective deficiency of immunoglobin g [igg] subclasses; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to cvs/caremark by: patient/caregiver.